Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pca kit y conn check vlv 90 inch was deformed/damaged/cracked. The following information was provided by the initial reporter: material no.: 10800175. Batch no.: unknown. Pt stated that her pca tubing was leaking. Rn assessed and noted that leak was not coming from syringe or connections. Pca stopped and tubing removed. After inspection of the tubing a small crack was noted in the line. New tubing for both pca and hydration were changed.

Event description:
It was reported that the pca kit y conn check vlv 90 inch was deformed/damaged/cracked. The following information was provided by the initial reporter: material no.: 10800175 and batch no.: unknown. Pt stated that her pca tubing was leaking. Rn assessed and noted that leak was not coming from syringe or connections. Pca stopped and tubing removed. After inspection of the tubing a small crack was noted in the line. New tubing for both pca and hydration were changed.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10800175 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.